Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed a constant "reload set" alarm. Further evaluation found the upper reading on the ultrasonic sensor to be below specification caused by a failed upstream sensor. A low ultrasonic reading will make the pump more sensitive to air and upstream occlusion alarms. The upstream sensor was replaced. See scanned page.

Event description:
It was reported that a pump alarms constantly for "air-in-line" when no air is present in the IV set (medication, programmed amount and delivery rate unknown). The customer stated that the infusion could not be started and the device was replaced. The device was tested at the customer's facility and the constant alarm was reproduced. It was also reported that there was no patient injury.